Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(4) produced blurry image. May have been cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: corrected sections: h3--corrected to device not returned, h6--type of investigation corrected to device not returned. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.